Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experience hyperglycemia and the insulin pump stated that the reservoir was not working. The customer¿s blood glucose level was 400 mg/dl. Customer¿s father stated that they want insulin pump replaced because it was not working. Customer declined to troubleshooting. The device will not be returned for analysis.